Manufacturer narrative:
This is a correction to the supplemental MDR submitted on october 23, 2014. The patient is not deceased. The supplemental MDR submitted on october 23, 2014 was to provide the patient's age, weight, and gender only.

Event description:
This is a correction to the supplemental MDR submitted on october 23, 2014. The patient is not deceased. The supplemental MDR submitted on october 23, 2014 was to provide the patient's age, weight, and gender only.

Event description:
It was reported that during a procedure, the surgeon went to use the blade on the turbinate and it wouldn¿t function. The surgeon took the blade out. The scrub nurse took it apart and saw that the tip of the device was missing. There were no fragments in the surgical field or patient. They opened another blade and continued with surgery. There was no reported injury as a result of this event.

Manufacturer narrative:
(B)(6). Additional information was received by the customer. The patient was in hospice care and passed away on (B)(6) 2014.

Event description:
Additional information was received by the customer. The patient was in hospice care and passed away on (B)(6) 2014.

Manufacturer narrative:
(B)(4). The device has been received, awaiting completion of the product analysis. (B)(4). This device is used for therapeutic purposes.

Manufacturer narrative:
The product analysis indicates that the inner shaft tip broke at the proximal edge of the cutting mouth. There were striations around the outside diameter of the break point indicating metal on metal contact. The information indicates excess pressure was applied during use which caused the inner shaft and outer tube to rub together until the inner shaft tip broke. There was no indication of device fragments in the patient. However, the inner shaft tip was not returned with the device. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.